Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds). During the procedure, a cardiac perforation occurred. The patient underwent emergency open heart surgery to repair the perforation and the laa was surgically closed via clips.